Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that while the patient was asleep, they experienced a sensor failure. (No specific time of the malfunction was provided). According to the reporter, the patient was not receiving any glucose readings on her receiver due to the sensor failure. The last egv was unknown, as the patient was already asleep, and no fingerstick blood glucose checks were performed by the husband during the period in which the sensor was not functioning. The behavior of the dexcom receiver was not described. Awareness and understanding of the sensor failure was not described. On the morning of (B)(6) 2026 (exact time not provided), the patient experienced a loss of consciousness. The duration of unconsciousness was not known. She was found by her husband on the floor at approximately 6:30¿7:00 am. Emergency medical services (ems) were contacted. Upon arrival, ems assessed the patient and performed a fingerstick blood glucose test, which showed 46 mg/dl. The dexcom receiver continued to display no readings at that time due to the sensor failure. Ems administered a form of sugar. As the patient began to regain consciousness, she was provided carbohydrate. Ems determined that hospital transport was not required. At the time the caregiver reported the incident, the patient was doing well. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.